Event description:
It was reported by the patient that the implantable cardiac defibrillator (ICD) was burning the patient. It was noted the patient had a conversation with the physician and was told "not to worry about it." Follow up was attempted to with clinic, but no information was able to be obtained. The ICD is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.